Manufacturer narrative:
Additional information: (h) attached medsun. Investigation results: bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. The manufacturing records for this batch has been reviewed and nothing extraordinary occurred during the manufacturing process related to this failure mode. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information

Event description:
Notified by atc [acute and transitional care] rn that dept. Was being supplied with IV kits (24g. Bd nexiva) that contain the bd maxzero connector. Unfortunately, this connector has been identified to malfunction when exposed to a high infusion rate and reported in an iris in the past. The atc stopped using these connectors with hazardous drugs due to increase leakage (connector "backs itself off luer lock" when under pressure). We use the microclave clear neutral connector for hazardous drugs only. Requesting that these kits are not stocked in the atc.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.